Event description:
Patient underwent right video assisted thoracic surgery (vats) lung biopsy. Misfire required manual override to disengage the device. Misfire lacerated lung tissue. Open thoracotomy required for repair.======================manufacturer response for echelon flex 60 articulating endoscopic linear cutter, pce 60a (per site reporter).======================will f/u.what was the original intended procedure?right vats lung biopsy.